Event description:
It was reported that the patient experienced discomforted. X-ray imaging was performed and migration of the device was confirmed. The migration of the device was suspected to be due to the patient manipulating the area. The device was explanted and replaced to resolve the event. The patient was in stable condition.